Event description:
71 yr old female with PICC line in place for home continuous dobutamine drip at 5 mcg/kg/min. On or about 6/16/96, the PICC line broke off completely between the wing and hub. Homecare staff clamped the line between the break and pt appropriately.